Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole near the hanger seam of the bag. The hole was discovered after compounding; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation codes, additional MFR narrative. Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak that produced large droplets at the top/ middle section of the bag. This leak wold have been obvious if present during filling. Magnified inspection of the leak location identified the leak as a puncture without impression on the back side of the bag which indicated that the damage occurred after filling the bag. The manual add port had been used, as evidenced by cannula insertion point. As manual additions to the tpn solution occur after bag filling; it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.